Manufacturer narrative:
Correction made to g2: report source: healthcare professional (previously submitted as consumer). Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on a minicap transfer set; further described as ¿female end came away from main body¿ and the home patient (hp) could not detach the claria patient line extension. This was observed during use of the device for peritoneal dialysis therapy. The hp was instructed by their nurse to put a blue clamp on the transfer set tubing and come directly to home dialysis at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.